Event description:
The clinic reported that a laser vision correction patient presented at the one day post op visit with a fiber under the corneal flap of the left eye. The flap was lifted and the fiber was removed. The patient had reported that their vision was blurry. The patient's post op uncorrected visual acuity was 20/40 prior to the fiber removal.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.